Event description:
It was reported that the 9800 system locked up with charger failure error during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board, fuse, and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.